Event description:
Patient presented back to the physician with continued infection. Physician brought the patient into the or and removed the entire system, inserted a tube and placed the patient on antibiotics. This resolved the issue.

Event description:
Patient presented with an infection around the ipg pocket. Physician prescribed keflex. This resolved the issue.